Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during cardiac chambers procedure proceed when the issue happened. The procedure was completed by moving the patient to a different room. A field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found that the system had lost connection with the suite pc. Upon troubleshooting, the system was observed displaying a blue screen. To resolve the problem, the suite pc was replaced, and the application software was reloaded and return the part for further analysis, but no failure found. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was rebooting on its own, multiple times. The users performed multiple reboots to resolve, and the patient was moved to another system. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.